Event description:
.

Event description:
It was reported that the lead was potentially fractured and the patient received 15 inappropriate shocks. It was further reported that there was visible noise on the egm and oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device has been analyzed. Out of tolerance subthreshold lead impedance observed on (B)(6) 2010. Vpace bi impedance confirms this alert with a rise from 437 ohms on (B)(6) 2010 to 4047 ohms on (B)(6) 2010. The impedance falls back to 437 ohms on (B)(6) 2010. High v-short interval counter counts are observed with 11973 counts on the lifetime counter, most of these counts occurring on the (B)(6) 2010. High short interval counter can indicate the presence of noise or intermittency in the system. Multiple short v-v sensed events of < 220 ms are observed on the (B)(6) 2010. (15 episodes non-sustained vt, 5 episodes vf). Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device has been analyzed. Out of tolerance subthreshold lead impedance observed on (B)(6) 2010. Vpace bi impedance confirms this alert with a rise from 437 ohms on (B)(6) 2010 to 4047 ohms on (B)(6) 2010. The impedance falls back to 437 ohms on (B)(6) 2010. High v-short interval counter counts are observed with 11973 counts on the lifetime counter, most of these counts occurring on the (B)(6) 2010. High short interval counter can indicate the presence of noise or intermittency in the system. Multiple short v-v sensed events of < 220 ms are observed on the (B)(6) 2010. (15 episodes non-sustained vt, 5 episodes vf). (B)(4) distal conductor fractured; the full lead in segments was returned for analysis. The defib conductor was fractured (overstress) and distorted. The lead was returned with the exposed rv defib coil fractured, however the rv circuit passed continuity because there is a parallel current path. The distal conductor was stretched and several conductors had observed blood/body fluid (not obstructed). The inner tubing was kinked/buckled and torn. The outer tubing overlay was melted, breached/cut and blood/body fluid was observed. The helix was distorted/bent and blood was observed in/on the helix mechanism. The lead was stretched and flexed.